Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. Access site adverse event/major bleed: the cause of the access site adverse event was determined to use related to patient movement as the bleeding occurred after the patient coughed hard.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding at the access site. Surgicel and a redressing were used to obtain hemostasis. The patient was in stable condition.

Event description:
Additional information was received. The bleeding was resolved. Unfortunately, the customer disposed of the pump so it is not available for evaluation.

Manufacturer narrative:
B5 additional information was received that was not reported on the initial report that was submitted. D6b explant was added. H6 revised investigation conclusions code as it was previously entered incorrectly on the initial report that was submitted. Updated type of investigation code to reflect information that was received. H11 updated additional manufacturer narrative as the device was disposed of. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.